Event description:
Customer received discrepant tsh and free t4 results for one pt sample. Initial tsh result was 0.76, sample repeated on centaur analyzer gave 4.4 miu per l. Initial free t4 result was 43.7, sample repeated on centaur analyzer gave 14.3 pmol per l. Free t3 is 5.3 pmol per l, no repeat results were provided. The pt was born in (B) (6), is currently stable on thyroxine and myocrisin. According to the customer, initial results did not fit the clinical picture of the pt. No info was provided to determine if any adverse events occurred. No adverse events were reported. If additional info is received, appropriate notification will be provided.

Event description:
Customer reported recurring issues with disk failures. No patient injury was reported.

Manufacturer narrative:
The discrepant tsh and free t4 results could not be duplicated during the investigation and no known interference factor could be identified. The different results generated between the modular and centaur could not be clarified. There was no change in patient treatment based on the initial results. No adverse events were reported.